Event description:
It was reported that the pt developed severe pain 1 1/2 weeks after the pump was implanted. The physician drained 100cc of fluid from the pump pocket. It was noted that she had a large seratoma. A few days later, the physician was unable to give a bolus injection, and felt that the catheter had disconnected. On 10/27, the catheter was removed and a new one placed. The catheter was found to have moved completely out of the spine. The pump was refilled and the pt is doing well.